Event description:
Philips received a complaint on the efficia dfm100 indicating that the external paddles are not working. The fse evaluated the device and found the problem is really the paddle tray does not detect the external paddles. The paddle tray has been ordered and is to be replaced by the fse. Based on the information available and the testing conducted, the cause of the reported problem was the paddle tray. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.